Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the removal of the black wire resulted in tube breakage of the ureteral stent.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The ureteral stent was returned with the opened original packaging. One end of the pigtail was noted to be broken off and separated from the body of the stent. The tubing was observed to be going inwards at the end of the separation, this was seen when the tubing has been cut with scissors; the removal of the suture does not create the same effect. The suture hole appears to be in perfect condition. Though the event states the damage was caused by removal of the suture, the suture is not believed to have caused this pattern of separation as it would break before separating the stent into two pieces. A potential root cause for this event could be, "user error". As no patient involvement was reported the device was not used on a patient, though it is intended for treatment purposes. It was unknown if the device had met all relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "suture may be cut off prior to stent placement. Remove suture prior to placement for pediatric patients." "Improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The suture may be removed prior to placement or may be removed once indwelling by using an appropriate cystoscopic instrument." Corrections: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the removal of the black wire resulted in tube breakage of the ureteral stent.